Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the lower gastrointestinal tract during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, after the procedure, the nurse pulled the snare out from the working channel and she noticed that the sheath was detached from the handle. The catheter was separated about 10cm from the handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation result: visual evaluation of the returned device did not find the working length detached/separated. However, it was noted that the wire was kinked in the middle of the device. The device did not have the working length detached/separated as was initially reported; therefore, the reported complaint was not confirmed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the lower gastrointestinal tract during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, after the procedure, the nurse pulled the snare out from the working channel and she noticed that the sheath was detached from the handle. The catheter was separated about 10cm from the handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.